Event description:
Staff were pulling masks out of the box of face shields and noted that there was a brown dropping lodged in the face portion of one of the masks. Staff not able to identify what the item was.